Manufacturer narrative:
(B)(4). Customer reported a medwatch was submitted. Report number not given. A visual, dimensional, and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information received. Root cause is unknown. Corrective actions cannot be establ ished. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect, determine a root cause and establish corrective actions. If the device sample becomes available at a later date, this report will be updated accordingly. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint alleges "we intubated a patient few days ago and had to replace the et-tube within 24 hrs due to cuff leak. The incident was discussed with risk mgt. And the ICU director and we submitted an event notification to medwatch. The incident was uneventful except for having to exchange the tube and no harm to the patient was observed." Patient condition reported as "fine".